Event description:
End user alleges while operating the power wheelchair, without the use of a seat belt, she struck a table and injured her leg. Allegedly, as a result of the incident the end user was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported while operating the motorized wheelchair, without the use of a seat belt, she struck a table. The owner's manual warns, always set the joystick / controller speed / response control to be consistent with the surrounding environment. In confined spaces and while learning to drive your power wheelchair, we recommend that the speed / response control be set to minimum", "always use the seat belt".